Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37742, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported there was an overdischarge and a power on reset (por) error code. The stimulator battery was charging normally but the por will be cleared sometime this week. The patient was unsure how many times this had happened and believed it could be the third time. The patient¿s battery was working fine and had been charged in the last 4 weeks. In (B)(6), it just quit working. The doctor was planning to replace the battery as soon as the replacement is approved. The patient¿s chronic pain returned. If additional information is obtained, a follow-up report will be sent.